Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly at 95% battery life and became unresponsive. The pump was connected to a power source but still would not turn on. There was no patient involvement, as the pump was not being used on the customer at the time of the event.